Event description:
It was reported that the patient had two low voltage advisories and then a no external power alarms. They each appeared to last only 1-2 seconds. The patient stated never hearing the audible alarm. Log file review confirmed the series of low power hazards and no external power events on (B)(6) 2022. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The patient originally believed he was on battery power and noted that he had a back-up generator that would automatically come on when the power went out. There had been bad storms in the area so it was possible that the patient had a short outage or the generator may have kicked on. It was unknown if the patient had any type of locking mechanism on the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: mpu-45985) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 12 days (04jun2022 ¿ 16jun2022 per timestamp). A total loss of power event that was associated with low power hazard, power cable disconnect and no external power alarms was active on 13jun2022 from 21:54:24 ¿ 21:54:29. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms.a root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power.the device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: mpu-45985) was manufactured in accordance with manufacturing and qa specifications.heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn.heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms.heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of themheartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.